Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient was thirsty and was taken to the hospital by the father. The patient´s reading was high and the patient removed the sensor. The same day of event the cgm reading was 2.7 mmol/l and the bg reading was 6.0 mmol/l. The high reading on the manual meter happened right after patient removed the sensor. At the hospital the patient was treated with insulin IV administered by nurse. The patient stayed less than 24 hours at the emergency department (ed). At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.